Event description:
It was reported that the rewarming using an arctic sun device was complete around 1am. They did care around 430am and noticed the rectal probe was still taped but was mispositioned. Target was 36.5c, axillary temperature read 37.8c. The nurse replaced the probe and got an alarm that the patient temperature had changed too much and therapy stopped. They restarted therapy and got an alarm that the flow rate was low. Later got an alarm 113 (reduced water temperature control). The nurse had a note on their device if they get alarm 113, stop therapy and call. Patient 36c, water 30.1c, flow 0.5lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 30 percentage, system hours were 6141.2 and pump hours were 1229.6. Has nurse felt for any kinks or compressions in the pad tubing. One side feels flat all the way down and was able to get the flow to 0.7-0.8lpm. Water up to 34c. Suggested continuing to monitor flow rate and water temperature. If the flow rate dropped the heater would be unable to work at full capacity. Asked nurse to place pad, lot# ngks2041 behind the nursing station after therapy. Per follow up information received via task on 12jan2026, asked for nicu transfer. Was informed there were 3 nicu's for this account. Asked for a transfer to one, current staff unaware of event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.